Event description:
Additional information was received that the patient experienced a stroke and lost their vision.

Manufacturer narrative:
Image review: only one intraprocedural image was submitted for review. The patient¿s executive summary was available, allowing for a complete anatomical assessment. The patient was noted to have a sievers type 0 bicuspid aortic valve with minimal calcification. The annular perimeter measured 81.2 mm, with a perimeter-derived diameter of 25.9 mm, suggesting suitability for a 29 mm evolut valve; however, documentation indicates that a 34 mm valve was selected. Fluoroscopic valve load inspection was not provided for review thus it is not possible to validate a good load. It is known that a pre-implant balloon aortic valvuloplasty was performed prior to valve implantation. Due to alleged difficulty crossing the aortic valve, the confida guidewire was exchanged for a stedi guidewire. It was reported that the patient subsequently became hypotensive, requiring cardiopulmonary resuscitation. Given the absence of a complete intraprocedural image set, the cause of the hypotension cannot be determined. The single image provided demonstrates a deeply implanted valve, positioned approximately 12 mm below the non-coronary cusp. It was further reported that post-implant dilatation was performed, resulting in a residual gradient of 5 mmhg. Subsequently, left bundle branch block was observed, most likely attributable to the deep valve implantation depth. Due to the limited supporting documentation provided, this analysis is inconclusive. Updated data: b1, b2, b5, h1, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, a pre-implant balloon aortic valvuloplasty (bav) was first completed due to the patient having a sievers type 0 bicuspid aortic valve. A confida guidewire and the delivery catheter system (dcs) were then inserted into the patient and advanced to the aortic annulus. At the aortic annulus, the dcs was unable to cross the annulus over the confida guidewire. Subsequently, the confida guidewire was withdrawn from the patient and replaced with a stedi guidewire. At this time the patient was noted to be hypotensive but with no identifiable effusion. With the stedi guidewire at the aortic annulus, the dcs was able to cross the aortic annulus without complication. The valve was then deployed to 60% but was subsequently recaptured due to it being positioned too deep. At this point in the procedure, it was noted that the patient's hypotension had worsened, so the dcs was retracted to the patient's ascending aorta and cardiopulmonary resuscitation (CPR) was initiated. As CPR continued and vasopressor medications were administered, the dcs was readvanced to the patient¿s aortic annulus, and the valve was deployed to 80%. At 80% deployment, the valve became partially detached from the dcs and was unable to be recaptured. Subsequently, the valve was fully deployed at a final implant depth of 12 millimeters (mm) from the non-coronary cusp (ncc). It was then noted that the valve was constrained near the waist of the valve, so a post-implant bav was then completed with a 25 mm non-medtronic (true) b alloon. After the post-implant bav, the valvular gradient was 5 millimeters of mercury (mm hg). It was further identified that the patient had a left bundle branch block (lbbb). Per the physician, the procedure did contribute to the event as well as the patient's bicuspid native valve.

Manufacturer narrative:
Continuation of d10: concomitant medical devices in use during the event include: product ID: {d-evolutfx-34}; product serial/lot number: {(B)(6)}; product type: {0195 - heart valves}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.